Event description:
Healthcare professional reported "the pathological examination of the left armpit lymph node fat confirmed multinuculated giant cells and asteroid bodies", "lymph node abnormalities caused by silicone implantation", "rupture", "silicone lymphadenopathy".

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, b.6, h.6.

Event description:
Healthcare professional reports lymphadenopathy, silicone migration, rupture. Also reported, the pathological examination of the left armpit lymph node fat confirmed multinucleated giant cells and asteroid bodies, lymph node abnormalities caused by silicone implantation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of lymphoma-alcl-suspected is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphoma-alcl-suspected.

Event description:
Healthcare professional reports left side lymphoma-alcl-suspected. Pathological markers have not been provided. The device has been explanted.